Event description:
It was reported that labetalol "sprayed" out of the bd plastipak¿ luer-lok¿ syringe through a crack and onto the nurse's face when pushing in the plunger. The following information was provided by the initial reporter: when preparing medicine in the syringe the nurse wanted to expel air from the syringe. When pushing the syringe plunger, the medicine sprayed out on her face and the nurse discovered a crack in the syringe barrel. No harm happened to the nurse. The medicine in the syringe was blood pressure lowering medication - trandate® (labetalol).

Manufacturer narrative:
H6: investigation summary: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, the syringe was observed to have a crack along the barrel. A device history review was performed for the reported lot 2004248, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. The cracks on the barrel may have occurred as a result of the product jamming within the wheels of the assembly machine. Given the device history records did not reveal any issues related to this, we cannot verify it to be true. Based on the available information we are not able to determine a definitive root cause at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labetalol "sprayed" out of the bd plastipak¿ luer-lok¿ syringe through a crack and onto the nurse's face when pushing in the plunger. The following information was provided by the initial reporter: when preparing medicine in the syringe the nurse wanted to expel air from the syringe. When pushing the syringe plunger, the medicine sprayed out on her face and the nurse discovered a crack in the syringe barrel. No harm happened to the nurse. The medicine in the syringe was blood pressure lowering medication - trandate® (labetalol).